Manufacturer narrative:
(B)(4). The following additional information was received: patient still complains of pain after mesh re-covering. Requests removal vaginal portion.

Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Was medical intervention provided for the urinary tract infections? Results? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates. -what were the findings on reoperation? -are there any pictures available for evaluation? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced extruded mesh, pain, apareunia, and urinary tract infections. The vaginal portion of the mesh was removed. It was reported that the patient received estrogen and has recovered. Additional information has been requested.